Event description:
It was reported that the customer had been hospitalized with diabetic ketoacidosis and needed assistance with shutting off the pump since he is going on an IV drip. Customer's blood glucose level was 600 mg/dl at the time of hospitalization. Customer was hospitalized on (B)(6) 2015. Customer was feeling high and went to the emergency room when bolusing did not help. Customer had a cold that became pneumonia. Customer was wearing the pump at the time of the hospitalization. Customer was advised to change the entire set, reservoir, and insulin. Customer's lowest blood glucose level today was 80 mg/dl. Customer was advised to remove the battery to turn it off. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.